Event description:
Malfunction: tracking problem. The system operator reported that the system had intermittent tracking problems. Additional follow-up information was received. The system operator stated all eyes were tracked, without issues. He also stated that the video image of the tracked eye was intermittent, and that they were still able to get through all cases without any concerns. He stated that no patients were injured by this event.

Manufacturer narrative:
Determination of root cause: assessment: for this complaint, the site's operator reported on that the eyetracker video was intermittently working. During the site visit, tm (territory manager) was able to duplicate the problem after 45 minutes of evaluation. To address this issue, the tm replaced the eyetracker (cet) processor circuit board, and successfully completed the system verification. No manufacturing investigation will be provided, as the circuit board will not be returned for analysis, only for refurbishment, and the tm's investigation was sufficient to determine the root cause. A patient/user impact investigation was not necessary as this issue did not indicate patient involvement. Conclusion: based on the results of the investigation, the root cause of the reported event was determined to be a faulty eyetracker (cet) processor circuit board. (B) (4). (B) (4). (B) (4).